Manufacturer narrative:
Product analysis, product ID#: 37602. The returned ins passed all testing in the laboratory. No anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during an ins replacement procedure the replacement ins showed low impedances on contacts 0 and 3. Numerous attempts were made to resolve the low impedance by disconnecting, suctioning, and drying off contacts. A new ins was connected, which resolved the low impedance issue. No medical symptoms were reported. No further complications are anticipated. The patient was implanted for movement disorders.